Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced hyperglycemia with nausea, the cgm was reading low and the blood glucose reading was 600 mg/dl. The patient treated herself with insulin and after the treatment she drove herself to the hospital. When the patient arrived at the hospital a blood glucose reading was taken which was 241 mg/dl. The patient was treated with IV fluids at the hospital as she was dehydrated. The patient recovered and was discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.